Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
Customer's mother reported via phone call, the insulin pump had alarmed button error. Customer's blood glucose was unknown. The device wasn't dropped, bumped, or exposed to moisture. The device wasn't replaced nor returned.